Event description:
The initial reporter stated they have been getting high results intermittently for an unspecified number of patient samples tested with the potassium electrode on a cobas b 221 roche omni s6 system (serial number (B)(4)). The customer provided data for a total of ten patient samples that had discrepant results for multiple parameters. The results did not compare to values obtained on a second omni s6 system (serial number (B)(4)). Affected parameters include: k+, na+, ca2+, po2, pco2, lactate (lac), and be. All electrodes were replaced on the affected analyzer on (B)(6) 2022. Refer to the attachment for all patient data. For sample 1, the value from the affected analyzer was questioned since it was unexpectedly high. The customer removed the analyzer from use after this incident. The electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The potassium electrode lot number was 21512263, with an install before date of (B)(6)2021. The customer stated the electrode was installed on (B)(6)2022. According to the customer, changing the potassium electrode did not solve the issue. Calibration data was acceptable. Potassium control data was provided from (B)(6)2022 to (B)(6)2022 and all controls were within range. Upon review of the analyzer data, the signals for all analyzed measurements were stable. Thus, the potassium values represent the true values. Based on the instrument data, there was no indication of a system malfunction. The ise measurement chamber, potassium electrode lot 21512263, fill port, and needle were provided for investigation. The fill port an needle were observed under a microscope. The needle was not damaged and its diameter was not obstructed. The sample path in the fill port was obstructed, most probably from dried blood. The obstruction could lead to hemolysis of blood cells. Hemolyzed blood cells can lead to an increased level of potassium. Per product labeling, cleaning the fill port is part of weekly maintenance. Per product labeling: "using non-heparinized syringes or syringes with liquid heparin may lead to inaccurate patient results. Non-heparinized syringes and syringes filled with liquid heparin, whose volume exceeds the sample volume, does not prevent blood clotting in the syringe. Blood clots compromise the integrity of the blood sample, which may lead to inaccurate patient results." The provided potassium electrode, ise measurement chamber, and fill port were installed on a retention cobas b 221 instrument. Multiple blood measurements were run with several blood samples over different days. The alleged high potassium values could not be reproduced, even with the fill port that had an obstructed sample path. Cobas b 221 instrument serial number (B)(6) passed quality control testing and was within specifications at time of production. No irregularities occurred during the time of production of potassium electrode lot 21512263. Although the issue could not be reproduced, the issue is consistent with a clogged fill port.